Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (e.g. Native annulus diameter 27.3mm x 20.7mm by CT with moderate aortic valve calcification, and severe concentric hypertrophy) likely contributed to the too aortic / canted position of the initial valve and moderate pvl. Placement of a second valve reduced the pvl to less than mild. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transaortic tavr procedure, a sapien 3 valve was deployed too aortic. A second sapien 3 valve was implanted in the initial valve. During the tavr procedure, a 23mm sapien 3 valve was deployed with 1 ml more than nominal volume. The valve landed too aortic and canted, in a 100:0 aortic/ventricular (a/v) position at the non-coronary cusp (ncc) side. Mild-moderate paravalvular leak (pvl) was observed. Post dilation of the valve was performed with 1 ml additional volume (nominal + 2 ml), but the pvl was not reduced. Although the possible cause of the pvl was the too aortic valve position, post dilation was repeated with 1 ml further additional volume (nominal + 3 ml). As moderate pvl remained, the decision was made to perform a valve-in-valve procedure. A second sapien 3 valve was prepared and deployed with 2 ml more than nominal volume. The second valve landed 80:20 a/v. The pvl was reduced to less than mild. Both valves remain implanted in the patient. Per medical opinion, the too aortic and canted placement of the 23mm valve was the likely cause of pvl. It was speculated that if a 26mm valve had been selected, there was a risk of an annular rupture since the patient used steroids for rheumatoid arthritis. The native annular diameter measured 27.3mm x 20.7mm by CT with a valve area of 429.5mm2. Moderate aortic valve calcification and moderate aortic root calcification was reported. The sinotubular junction (stj) diameter measured 28.0mm with mild calcification. The sinus of valsalva was reported to be ¿narrow¿ with a diameter of 28.0mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.